Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was blank. The customer¿s blood glucose level was 282 mg/dl at the time of the incident. The customer not reported that insulin pump buttons were pressed and showing nothing on screen. The customer was assisted with troubleshooting for partial display. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.